Manufacturer narrative:
(B)(4). B braun (B)(4) is submitting this report on behalf of b braun (B)(4). This report has been identified as b braun (B)(4). Device history log file was checked, therapy found. The device alarm 'too much drops' was confirmed by the user at 3 different times. Twenty five minutes later, the user confirmed the device alarm 'too few drops' and stopped the pump. Visual inspection did not reveal any abnormalities. Function and delivery accuracy was found to be within specification when device was tested in our laboratory. Based on the results of the pump inspection, no conclusions can be made regarding the cause of the event.

Event description:
As reported by the user facility: customer reported to (B)(4). The pump infused within 4 hours the nutrient fluid that was supposed to be infused within 12 hours. The infusion rate was set to 10 ml/h and after 4 hours when 120 ml was already infused, the pump informed that the amount infused was 40 ml only. This caused a potential danger to the patient. The pump had also drained the drop chamber and part of the line. Infusion started (B)(6) 2009 at 18:20 o'clock. At 22:30 o'clock, the pump alarmed "too few drops" and the nurse on duty noticed an empty infusion bag. The pump indicated an infusion rate of 10 ml/h.